Event description:
When nurse powered on pca module it displayed "needs calibration". Original intended procedure was an epidural.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: pump, infusion.

Event description:
When nurse powered on pca module it displayed "needs calibration". Original intended procedure was an epidural.